Event description:
During a surgical procedure the damaged distal end of the 5mm cannula rubbed against the 5mm monopolar cautery instrument. Due to the rubbing, some "rubber" shaft of the instrument fell into the patient. The surgeon was able to grab most of the "rubber" that fell into the patient and the 5mm cannula and 5mm monopolar cautery instrument were removed and replaced and the procedure was completed. At the end of the procedure it was noticed that the replacement 5mm cannula was damaged/disfigured at the distal end. No patient harm, adverse outcome or injury was reported.